Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted. In the initial report it was reported that the manufacturing date for the system was 12/31/2014 however, the manufacturing site has provided the date as 2005 (only year provided).

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. (B)(4).

Event description:
It was reported that patient presented to primary care doctor complaining of pain in left eye that started on (B)(6) 2017 after rubbing eye. Patient stated that had left eye irritation for a couple of days prior to this, but on(B)(6) 2017 he experienced acute pain while rubbing eye. Patient did not seek treatment at the refractive surgery clinic, but instead was seen by his primary care doctor on (B)(6) 2017. He was found to have a small abrasion (1mm x 1mm) inferiorly and was treated with erythromycin ointment 4 times a day. He used the erythromycin ointment for 2 days and the stopped as he was asymptomatic. Upon presentation for the post op visit #6 exam on (B)(6) 2017 patient was asymptomatic with excellent uncorrected visual acuity of 20/16 in the left eye and a normal corneal exam. It is determined that patient had corneal abrasion. Abrasion fully healed without cornea irregularity or scarring.